Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at six atms on the first inflation. The lesion being treated was a calcified, 90% stenotic lesion in the first diagonal branch of the left anterior descending coronary artery. The physician used a 6f brite tip guide catheter and a balance guide wire to cross the lesion. The maveric2 monorail balloon was removed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as `good.'